Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device went off and then the zone might be off. Boston scientific technical services (ts) discussed that field representative should work under the direction of the health care professional (hcp). The ICD device still remains in service. No adverse patient effects were reported.